Event description:
The customer reported the hlf dosage output is too high. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the hlf dosage to within specifications. System operates as intended. (B) (4).